Event description:
Silicone implants in place since 1979. 10/96 pt concerned with change in shape of (l) breast (capsular contracture - baker ii). Pt required implant exchange (silicone to saline). Postop: no evidence of implant rupture. Positive for evidence of slow leak.